Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that the casing broke and screen came off her one touch ultra meter after the pt dropped the meter. The complaint was classified based on the customer care advocate's (cca) documentation. The pt said the meter issue occurred three weeks ago. The pt took her usual dosage of glipizide, metformin, and actos. After the issue occurred, the pt experienced blurred vision. She received no medical intervention. The cca noted that the meter was misused. The meter and test strips were replaced. The complaint is reported because the pt alleges she was unable to obtain a reading on the lfs meter and later experienced blurred vision, a typical symptom of hyperglycemia.